Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
Patient presented to the clinic for follow up, and it was observed that the patient had occasional palpitations, likely due to atrial fibrillation. The patient has af with low pacing from the device. Decrease in sensing was also noted. On (B)(6) 2010, the physician opted to cap and replace the sense/pace portion of the lead. The defib portion remains active.